Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier was not able to clamp all the way down while in use within the patient. After removing the instrument, an input disk fell out of the housing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier instrument failed to fully clamp, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary finding of instrument input disk broken to be related to the customer reported complaint. The instrument was found to have multiple input disks broken. Input disk #6 was found completely detached from the base of the housing. Hairline cracks were found on grip input shafts. The cause of the failure mode broken instrument input disks is typically attributed to mishandling/misuse of the device, most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The complaint was confirmed based on failure analysis, which indicated that the device did contribute to the customer reported issue. Additional observation(s) not reported by the site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to mishandling/misuse of the device, for example by improper cleaning/reprocessing techniques, such as insufficient flushing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument failed to fully clamp. The dial was physically damaged. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional patient/event information but has not yet received a response as of the date of this report.